Event description:
It was reported on (B)(6) 2012 that the patient was unable to adjust her stimulation using the patient programmer. The patient programmer received a poor communication screen. The antenna locate feature was used twice to try to advance to the main charging screen but was unsuccessful. The patient never had very good luck recharging the implantable neurostimulator and had tried everything from pressing on the antenna while trying to recharge. It was noted the patient lost approximately 25 lbs. Five days later, it was reported that the last time any stimulation was felt was over 12 months previous. The last successful recharging session was also over 12 months ago. An over-discharge had been suspected. It was noted that the patient had not used the device for about 3 years. The patient felt the therapy was not working. A physician mode recharge was done, and the patient's device was getting boxes and was charging. The recharger was not getting anything now, but the "reposition the antenna" screen. When the antenna locate feature was used, a "power on reset" was displayed on the recharger. This then lead to the normal recharging screen. The patient's recharger was getting all eight charging boxes. The next day, the patient was not able to adjust stimulation. The patient programmer was getting a warning screen with "power on reset." The patient had an appointment on (B)(6) 2012 and was going to continue recharging. On (B)(6) 2012, it was reported that the patient's device was currently discharged. The device was at 100% the previous night and on this date the patient was at 25%. The patient had already done 3 recharging sessions. It was previously reported that the patient had elected to replace the implant, but additional information received stated that the patient had opted not to replace the device. Instead, the patient had a pump trial.

Event description:
Additional information received on (B)(6)-2012 reported that the patient continued to have frequent recharges due to poor management of charging the system. The patient elected to replace the implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-60, serial#: (B)(4), implanted: 2008-(B)(6), product type: lead, product ID: 3778-60, serial#: (B)(4), implanted: 2008-(B)(6), product type: lead, product ID: 37743, serial#: (B)(4), implanted: 2008-(B)(6), product type: programmer, (B)(4).